Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in august 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a solution set with duo-vent spike which resulted in a medication leak. The hole in the tubing and fluid leak was discovered while infusion an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.